Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) indicated left bundle branch block (lbbb). It was reported that no symptoms were associated with the lbbb. No treatment was required. Two days after implant, electrocardiogram (ECG) indicated ventricular standstill and complete heart block. Subsequently, a permanent pacemaker was implanted. No other adverse patient effects were reported.